Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was setting up the pump and an unspecified malfunction alarm occurred. Customer's blood glucose level was 150 mg/dl. Customer reset the pump, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer to continue using the pump for insulin therapy.